Manufacturer narrative:
B.2 revised as selection was inadvertently left off the initial manufacturer device report number 1220648-2024-15967.

Manufacturer narrative:
A.5 ethnicity is unknown. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported that a patient on impella cp support developed oozing from the impella access site. Manual pressure was held, and a fem-stop and inotrope drops were recommended. Two units of packed red blood cells were given. The patient eventually expired. Upon review by abiomed's medical safety, there is not enough evidence to exclude the impella as an associated factor in the patient's outcome.